Manufacturer narrative:
Event log review could not establish a definitive root cause. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.

Event description:
As per reporter when implanting the l s2ai secondary bolt it was placed medial and inferior to the sciatic notch. Causing the screw to be placed by the l iliac artery and vein. Screws were replaced using fluoro. No patient harm was noted.